Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for with the incident lot was not observed. The received samples contained dried blood within the tube. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, all samples were found to contain additive and thus meet specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer and retention samples as well as the customer photos, the customer¿s indicated failure mode for clotting with the incident lot was not observed as all samples met the required specifications. Evaluation of the photos could not verify clotting in the sample. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) had blood clotting issues. No report of injury or medical intervention. No report of blood exposure to mucous membrane.